Manufacturer narrative:
MFR# reference# (B)(4).

Event description:
Through follow-up the following additional information was received. The patient''s most recent status was reported as "steroid responder" and the surgeon is currently tapering steroid regimen. There is no report of adverse event postoperatively.

Manufacturer narrative:
The device was not available; therefore, product evaluation on the actual device cannot be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition, the shipment history was reviewed. The device was shipped to the customer six (6) months prior to the expiration date listed on the package. The IFU (ous) states that the expiration date on the device package (tray lid) is the sterility expiration date. In addition, there is a sterility expiration date that is clearly indicated on the outside of the unit carton. Sterility is assured if the tray seal is not broken, punctured or damaged until the expiration date. This device should not be used past the indicated sterility expiration date. (B)(4).

Event description:
It was reported that the patient underwent a left eye cataract procedure followed by uneventful implantation of two (2) stents from a trabecular micro-bypass system. On the same day as the operation, it was discovered that the expiration date for the implanted stents was listed as 2.5 weeks prior to implant date. The stents remain implanted, and no medical/surgical intervention was required. There has been no report of impact to the patient. Additional information is being requested.